Event description:
Same patient as MFR report #: 2134265-2009-06771, 06773, 06774. It was reported that following a coronary artery drug eluting stenting treatment procedure the patient experienced coronary atherosclerosis. The index procedure treated the 80% stenosed, 2.75x14mm lesion of the mid lad (left anterior descending). Treatment consisted of predilation and placement of a 2.75x16mm taxus liberte stent resulting in 0% residual stenosis. The patient returned in 2008 with coronary atherosclerosis and was hospitalized. The patient was discharged three days later.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.